Event description:
It was reported that the patient underwent an unrelated surgery during which the ipg was not set to surgery mode. The ipg was subsequently found to be inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: the patient's weight was updated to reflect the weight at the time of surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.